Manufacturer narrative:
Product complaint : (B)(4). Maude report mw5084659 . Pc: surgical intervention. (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An FDA maude report was sent to depuy spine raynham. Mw5084659 patient reported event to FDA. Spinal fixation device implanted (B)(6) 2017. Five days later, patient began to have pain in his back radiating to left leg. The pain was accompanied with numbness of his left leg. On (B)(6) 2018, patient had second surgery to have a second spinal fixation device due to the first one breaking and coming loose. He is still experiencing pain and numbness.